Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the error was user induced. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted tongue-based resection surgical procedure, the customer contacted the technical service engineer (tse) regarding fault 40084 occurring on the universal surgical manipulator 1 (usm1) and there being a slash on the usm1. Prior to contacting tse, the customer performed a hard reboot with no change to the reported event. The surgeon was proceeding with the surgical procedure without the da vinci. The procedure was converted to laparoscopic surgery with no reported injury.